Event description:
New information received indicates that the lead was capped and replaced on (B)(6) 2016 and the oversensing could not be provoked anymore. The patient was in stable condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that rv-oversensing and biventricular pacing inhibition were observed. It was noted that the patient experienced near-fainting and dizziness due to bradycardiac heart rhythm. Programming changes were made. The lead remains implanted. The patient had no more symptoms and was stable. The patient will be followed-up with.

Manufacturer narrative:
(B)(4)

Event description:
New information received indicates that crosstalk, noise, and lead damage were previously observed.